Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. Two clip halves were also returned loose. The cartridge and loose clips were visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge was returned with a broken pierced boss in it. The loose clips were both broken at the hinge. One half was the hook half which was broken in half at the hinge. The other half was the pierced boss half which had a staggered break at the hinge (inner hinge broken in half and outer hinge broken on pierced side). The pierced boss half had both bosses intact which means that the broken boss inside the cartridge does not belong to this clip. It could not be determined how many clips had pieces returned, but at least parts of two clips were returned. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. Reference file (B)(4) for investigation photos. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The loose clips were both broken at the hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. One cartridge and two clip halves were returned. The cartridge was returned with a broken pierced boss in it. The loose clips were both broken at the hinge. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that (B)(6)2019 the clip was found broken during ligating the blood vessel of the patient with gallstones. After confirming the clip was broken after loading into the applier prior to the patient, the domestic applier was used to apply the clip.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73d1800095 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that (B)(6) 2019 the clip was found broken during ligating the blood vessel of the patient with gallstones. After confirming the clip was broken after loading into the applier prior to the patient, the domestic applier was used to apply the clip.